Manufacturer narrative:
Other applicable components are: product ID 3778-45; serial# (B)(4); implanted: (B)(6) 2009; explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2009; product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) via a manufacturer¿s representative (rep). The rep reported that the patient complained of a wire ¿sticking out of her back¿ and hurting her. The rep reported that the patient fainted and fell the week prior to the report due to a urinary tract infection (uti) and it could have caused the issue. The rep reported that an impedance check was done. The rep reported that the lead was reprogrammed avoiding contacts 11, 14 and 15. The rep reported that the patient was a prp anyway, so the healthcare provider will consider having the leads changed at the time of the battery change. The rep reported that the issue was resolved at the time of the report. No further complications were reported.